Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): transmitter battery lasts approximately 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. The customer indicated that the transmitter had likely been in use for longer than 3 months, but was unable to confirm. Reportedly, the customer replaced the transmitter and indicated that the new transmitter would be used.